Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately eight years and six months post filter deployment, a CT scan of the abdomen and pelvis which demonstrated an ivc filter present, but predominately in the right common iliac vein extending just into the lowest portion of the inferior vena cava. No information has been provided regarding attempts to retrieve the filter. Therefore, the investigation is confirmed for caudal migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, d4(expiry date: 06/2008). H11: d4, h6(patient),h6(device),h6(method),h6(conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported after an unknown amount of time post vena cava filter deployment in a patient diagnosed with multiple deep vein thrombosis, the filter allegedly was unable to be retrieved and moved almost completely to the right common iliac vein. The filter has not been removed. The patient alleges to experience discomfort and swelling of the right leg. Based on a review of medical records received, the patient with history of extensive bilateral deep venous thrombosis and gi bleed had an emergent vena cava filter successfully deployed. Approximately eight years six months post filter deployment, the patient with right lower leg lymphedema had a CT scan which demonstrated the filter predominately in the right common iliac vein. Approximately eight years seven months post filter deployment during a follow up visit, the patient was referred to a tertiary center for evaluation and a second opinion regarding removal of the filter or placing an additional filter. No additional information was provided in the medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and multiple dvt¿s. Approximately nine years post filter deployment, it was alleged that the filter moved almost completely to the right common iliac vein, the device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of extensive bilateral deep venous thrombosis was admitted with significant gi bleed from colon cancer. Emergent vascular surgery consult was obtained and the patient was scheduled for emergent ivc filter placement. The right internal jugular vein was accessed and a catheter was advanced to the level of l2-l3. A vena cavagram was performed which demonstrated the renal veins arising at the level of l2-l3. The catheter was repositioned at a further location and an additional vena cavagram was performed and the cava was noted to be free of thrombus. The filter was then placed at the appropriate level at l3-l4 and deployed without difficulty. Completion vena cavagram was performed. The catheters were removed and pressure was applied to the access site. The patient was taken to the recovery room in stable condition. Approximately eight years six months post filter deployment, the patient with right lower leg lymphedema had a CT scan of the abdomen and pelvis which demonstrated an ivc filter present, but predominately in the right common iliac vein extending just into the lowest portion of the inferior vena cava. It was unknown if the filter in the right common iliac vein was contributing to the right lower leg lymphedema. Approximately eight years seven months post filter deployment, the patient was seen as a follow up visit. The CT scan was reviewed and the CT scan demonstrated the ivc filter was actually in the right iliac vein. The patient denied leg pain but did have swelling of the extremity. The patient will be referred to a tertiary center for evaluation and a second opinion on removal of the filter or placing an additional filter. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately eight years and six months post filter deployment, a CT scan of the abdomen and pelvis which demonstrated an ivc filter present, but predominately in the right common iliac vein extending just into the lowest portion of the inferior vena cava. No information has been provided regarding attempts to retrieve the filter. Therefore, based on the provided medical records the investigation can be confirmed for caudal migration. The investigation is inconclusive for the alleged difficulties removing the filter as no information has been provided regarding any retrieval attempt. Additionally, snf are designed to be permanently implanted filters. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: migration of the filter - this may be caused by placement in oversized venae cavae greater than 28 mm, or large migrating thrombus dislodging the filter from its deployed position. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported after an unknown amount of time post vena cava filter deployment in a patient diagnosed with multiple deep vein thrombosis, the filter allegedly was unable to be retrieved and moved almost completely to the right common iliac vein. The filter has not been removed. The patient alleges to experience discomfort and swelling of the right leg. Based on a review of medical records received, the patient with history of extensive bilateral deep venous thrombosis and gi bleed had an emergent vena cava filter successfully deployed. Approximately eight years six months post filter deployment, the patient with right lower leg lymphedema had a CT scan which demonstrated the filter predominately in the right common iliac vein. Approximately eight years seven months post filter deployment during a follow up visit, the patient was referred to a tertiary center for evaluation and a second opinion regarding removal of the filter or placing an additional filter. No additional information was provided in the medical records received.